Event description:
The MFR received info alleging the ventilator was alarming. The device was not in pt use.

Manufacturer narrative:
During the device evaluation at the manufacturer's service center, errors related to the power management board were observed in the device's error log. The device's power management board was replaced to address the issue.